Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomena, and also found that these phenomena were attributed to water invasion into the video connector of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center (sorc), it was found that the scope communication error e216 occurred on the subject device and the endoscopic image of the subject device was not displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (error e216 and no image) could not be conclusively determined. However, based upon the information from sorc, omsc surmised that these phenomena were attributed to the destroyed electronic circuit of the subject device due to the water invasion from the damage (crack) of the video connector. The exact cause of the video connector damage (crack) could not be conclusively determined. If additional information is received, this report will be supplemented.